Manufacturer narrative:
As reported in a research article, a one patient had recurrent urinary tract infections and another had urine leak into the vagina due to recanalization after an off-label use of amplatzer vascular plug ii. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note per the instructions for use, document 600539-003 "the amplatzer vascular plug and amplatzer vascular plug ii are indicated for arterial and venous embolizations in the peripheral vasculature".

Event description:
It was reported through a research article identifying amplatzer vascular plug ii that may be related to recanalization requiring additional proximal embolization in patients with vesicovaginal fistula. One patient had recurrent urinary tract infections secondary to a complex vesicovaginal and vesicocolic fistula. Another patient had continued urine leak into the vagina. Both patients underwent an additional transrenal ureter embolization with evoh and a vascular plug. Specific patient information is documented as unknown. Details are listed in the attached article, titled "transrenal ureteral occlusion for palliation of refractory urine leaks using vascular plugs and liquid ethylene vinyl alcohol."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported through a research article identifying amplatzer vascular plug ii that may be related to recanalization requiring additional proximal embolization in patients with vesicovaginal fistula. One patient had recurrent urinary tract infections secondary to a complex vesicovaginal and vesicocolic fistula. Another patient had continued urine leak into the vagina. Both patients underwent an additional transrenal ureter embolization with evoh and a vascular plug. Specific patient information is documented as unknown. Details are listed in the attached article, titled "transrenal ureteral occlusion for palliation of refractory urine leaks using vascular plugs and liquid ethylene vinyl alcohol".